Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system displayed an alert indicating "filters not available", preventing a full system boot. Review of the logfile shows collimator driver configuration mismatch. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the collimator showed no movement during startup, indicating a potential power issue. Further troubleshooting fse found that the collimator driver power supply had input power but no output to the flashlight. To resolve the issue, fse replaced the collimator driver power supply. The defective part was sent for analysis, for collimator driver malfunction was observed and the failed component was found to be no direct current power. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating "filters not available", preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.